Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving a patient line blocked message during fill 1 of treatment and the treatment and the treatment was cancelled. The patient was advised to reset up treatment with new supplies. Upon follow up, the patient stated that they were able to complete treatment without issue after resetting up with new supplies. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.